Manufacturer narrative:
Technician found the bed in bed shop. Isolated the problem to faulty casters, which would set, but not hold replaced the casters to resolve this issue.

Event description:
Bed found in shop with note saying, "will not brake". No injury reported.